Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 459 mg/dl. Customer treated with insulin pump. Customer experienced shortness of breath, frequent urination and dry mouth. The blood glucose reading at the time of the event was 407 mg/dl. Customer stated that the insulin pump alarmed motor error when attempting to delivery bolus. Customer stated that the insulin pump was not working properly. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump was unable to prime prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.